Event description:
It was reported that the generator did not fire, and error m-02 occurred during startup. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the generator due to the firing issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and found the reported issue could not be confirmed through system log review, as no corresponding errors were found. However, during failure analysis testing, the unit displayed m-02-3 at startup, and the logs recorded m-02, confirming the fault. The complaint was confirmed based on the field evaluation. The probable root cause of error m-02 is attributed to a faulty component of the generator.